Event description:
The customer reported that the screen became noisy during service or maintenance involving an olympus colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.